Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.50/3.0/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation not associated to a low vault was observed. Reportedly, blurred vision and change in the astigmatism axis was observed. On (B)(6) 2019 the lens was exchanged for a same length lens and , this resolved the problem. Cause of the event is reported as unknown. Reportedly, the lens position is stable during follow-up.